Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: hernia repair. Event description: translation ame: I was contacted this afternoon by dr. (B)(6), visceral surgeon at the (B)(6) to inform me about a serious incident that occurred during a procedure (hernia repair) on one of his patients on monday (B)(6) 2018. According to dr. (B)(6) the incident occurred during the placement of the first trocar. The surgeon didn't provide me with either the model of the trocar, nor with the lot number. I will probably have these details later. Additional information received from regional sales manager by phone on (B)(4) 2018: the surgeon reported that a patient died during a hernia repair on monday (B)(6) 2018, after the placement of the first trocar. According to the surgeon, he used the fios technique to place the trocar. The patient is said to have died of a pulmonary embolism, in combination with a perforated vena cava vein. According to the surgeon, this patient had undergone surgery in the past for obesity and had since lost a lot of weight. Both the model number and lot number are unknown at this time. The device has not been kept. Additional information received from user facility via email on (B)(6) 2018: translation: we made a declaration of device vigilance following the perforation of 1 artery with a trocar moss lot 1326364. An artery has been perforated causing death of the patient. Additional information received from regional sales manager via phone on (B)(4) 2018: as discussed over the phone, the customer made a mistake when reporting the lot number and indicated lot 1326364 instead of lot 1326394. The reason why the device is not returning for evaluation because the device has been destroyed. The reference used in first intention is ctf33 lot 1326394. The type of hernia surgery was an incision in left hypochondrium. The insertion of ctf33 was performed in peri umbilical. The trocar was positioned under control of a 30-degree optic. The patient had an excess of skin, following a bypass and a loss of weight of 50 kg and a traction of the wall would have been realized. The patient was in the dorsal position during placement of the first trocar. The insufflation was connected to the trocar and it insufflated at low flow during insertion of the first trocar. The pressure and flow settings used for the insufflator was not communicated. The type of insufflator used was insufflator of the column. The surgeon did not talk about co2 leakage at the trocar. The defect to the vena cava was identified once laparotomy is performed. The surgeon thinks that the trocar could be the cause of the lesion on the vena cava. The procedure was converted to laparotomy. There is no (video-) record of the procedure that applied medical could have access to. Patient status: deceased.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the use of a thirty degree (30°) scope may have impacted the user¿s visualization during trocar insertion; however, the exact root cause could not be confirmed as the event unit was not returned. The instructions for use (IFU) states, "when using fios first entry to visualize insertion, prepare an appropriately sized zero degree (0°) laparoscope by applying sterile anti-fog solution to the laparoscopic lens." Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: hernia repair. Event description: I was contacted this afternoon by dr. [], visceral surgeon at the [] to inform me about a serious incident that occurred during a procedure (hernia repair) on one of his patients on monday (B)(6) 2018. According to dr. [] the incident occurred during the placement of the first trocar. The surgeon didn't provide me with either the model of the trocar, nor with the lot number. I will probably have these details later. Additional information received from regional sales manager by phone on (B)(4) 2018: the surgeon reported that a patient died during a hernia repair on monday (B)(6) 2018, after the placement of the first trocar. According to the surgeon, he used the fios technique to place the trocar. The patient is said to have died of a pulmonary embolism, in combination with a perforated vena cava vein. According to the surgeon, this patient had undergone surgery in the past for obesity and had since lost a lot of weight. Both the model number and lot number are unknown at this time. The device has not been kept. Additional information received from user facility via email on (B)(6) 2018: we made a declaration of device vigilance following the perforation of 1 artery with a trocar moss lot 1326364. An artery has been perforated causing death of the patient. Additional information received from regional sales manager via phone on (B)(4) 2018: as discussed over the phone, the customer made a mistake when reporting the lot number and indicated lot 1326364 instead of lot 1326394. The reason why the device is not returning for evaluation because the device has been destroyed. The reference used in first intention is ctf33 lot 1326394. The type of hernia surgery was an incision in left hypochondrium. The insertion of ctf33 was performed in peri umbilical. The trocar was positioned under control of a 30-degree optic. The patient had an excess of skin, following a bypass and a loss of weight of 50 kg and a traction of the wall would have been realized. The patient was in the dorsal position during placement of the first trocar. The insufflation was connected to the trocar and it insufflated at low flow during insertion of the first trocar. The pressure and flow settings used for the insufflator was not communicated. The type of insufflator used was insufflator of the column. The surgeon did not talk about co2 leakage at the trocar. The defect to the vena cava was identified once laparotomy is performed. The surgeon thinks that the trocar could be the cause of the lesion on the vena cava. The procedure was converted to laparotomy. There is no (video-) record of the procedure that applied medical could have access to. Patient status: deceased.